Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the oxygen blender wasn't working properly. The high values of fractional inspired of oxygen (fio2) did not reach the desired settings; for 100% fio2 the device only delivered around 90% fio2. Both air and oxygen (o2) regulators were adjusted and calibrations were performed but the reported issue was not resolved. The customer reported no patient involvement or allegation of patient harm.